Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during the equipment setup/testing ,an 'es' signal was displayed and the equipment would not work.